Manufacturer narrative:
Product complaint # (B)(4). Corrected data:type of reportable event: not reportable. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed from the tissue? He used another something device for opening the jaw. If yes, did removal cause any change to the procedure or care of the patient? No change. How was the procedure completed? He used anther ntlc. So operation was completed. The complaint submission indicated, ¿patient status/outcome/consequences: yes¿ however no patient consequences were described. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please describe. What is the current status of the patient? The operation was completed. And the patient was fine (no problem). Upon review of the information provided that the jaws did eventually open, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a right hemicolectomy, surgeon transected ascending colon using ntlc75, but the device couldn't open jaw (non-slip grip surface), so surgeon couldn't use another firing in this device. Device was locked on tissue with the jaws closed and surgeon used another device for opening the jaw. Surgeon used anther ntlc. There was no change to procedure or patient care. The operation was completed successfully completed and the patient was fine (no problem).